Event description:
It was reported that during a routine follow-up, interrogation revealed three episodes of oversensing. X-ray showed atrial and rv lead slightly dislodged. The leads were repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.